Manufacturer narrative:
At this time, the implantable cardioverter defibrillator (ICD) has been returned but analysis is not yet complete. This report will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that there was noise on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD). The noise was oversensed, but this did not result in pacing inhibition. The rv lead was surgically abandoned and this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches on the case, but no further anomalies. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise and oversensing.

Event description:
This supplemental report is being filed as device evaluation has been completed.